Event description:
It was reported that while using a clearlink non dehp medication secondary IV (intravenous) tubing set, a healthcare provider (hp) experienced a connection issue which caused chemotherapy drug to leak onto the hp causing a severe allergic reaction. It was reported that during set up of a chemotherapy infusion by the hp, the baxter secondary set fell out of the port of a non-baxter solution bag which was hanging on an IV pole causing, paxiltaxel , chemotherapy agent to spill onto the hp causing a severe allergic reaction. The hp required an unspecified medical intervention. At the time of this report, the hp was recovered from the event. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is unknown. Should additional relevant information become available, a follow-up will be submitted. Same patient as complaints (B)(4).